Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient wasn't sure if it was '15 mg or 15 mcg'. The indication for pump use was non-malignant pain. The patient reported that for probably the last 5 years, their bolus delivery had been gradually getting worse, but they got used to it. The patient stated that when they connected to the pump, it got to around 90% and then stopped for a while, and then ¿it takes a while to crank it up¿, in reference to connecting to the pump taking longer. The patient stated connecting to the pump had been slower than it used to be. The agent assisted the patient with clearing data. Prior to clearing data, the patient's data was 758 kb. The patient was going to monitor and call back for assistance as needed. The patient called back on (B)(6) 2025, stating that they had called to have the data cleared because the handset was getting slow, but now, when they turned the handset on, the handset was going into recovery mode. During the call, the patient confirmed that they had the wallet case with the strap and that they had the a10e handset. The patient removed the strap of the j3 wallet case from the handset during the call, powered the handset off, and powered the handset back on after which the patient confirmed that the handset powered on without going into recovery mode. A replacement/compatible wallet case was requested from the repair department.